Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: the bolus history showed multiple ezcarb and ezbg boluses completed successfully. During testing, ezcarb and ezbg boluses were performed without issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump did not allow the user to complete a bolus from the ezbg or ezcarb screens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.